Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient presented thirteen days postoperatively with foreign body sensation following a cataract surgery. The physician changed the postoperative medications. The patient was diagnosed with a corneal ulcer on (B)(6) 2013 and was sent to a corneal specialist. A vitrectomy was performed. Further information has been requested.